Event description:
It was reported that the pump ¿dried up¿ once in the last seven years. The patient experienced withdrawal related to the event. It was later reported that the healthcare provider was not aware of any issues with the patient. The patient never notified them of a problem.

Manufacturer narrative:
Product ID: 8709, lot# l80788, implanted: (B)(6) 2000, product type: catheter. (B)(4).